Event description:
Claimant allegedly incurred eye injury using tanning device. Claimant was not wearing eye protection while tanning.

Manufacturer narrative:
Customer did not use the required eye protection eye protection as clearly labeled on the device.